Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation from the left ventricular (lv) lead several days post-implant. Lead amplitude was decreased and the pacing vector was changed and the lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.